Manufacturer narrative:
Tracking number: (B)(4). Exemption number: 2013003. Covidien is submitting this report on behalf of c.r. Bard, inc., (importer). F2: (B)(4). F5: +1(800)526-4455. Bard's tracking number: (B)(4).

Event description:
Per additional information received, the patient has experienced unspecified mesh complication, mesh in posterior wall of vagina, mesh exposure, pain, erosion, infection, unspecified urinary problems, recurrence, dyspareunia, constipation, suprapubic pain, lower back pain, frequency, urgency, dysuria, rectocele (prolapse), rectal/vaginal bulge, post-defecatory fullness, vaginal tenderness, nocturia, stress/urge incontinence, dry skin at labia, vaginal foreign body (foreign body in patient), urinary tract infection, bladder infection, vaginal atrophy, suture remnants removed, vaginal epithelial/posterior compartment defect, bladder trabeculations, adhesions, overactive bladder, unspecified abnormal vaginal cultures, irritative bladder symptoms, discomfort, vulvar/vaginal irritation, discharge, escherichia coli/group b streptococcus/bacteroides in vaginal culture (bacterial infection), vaginal pain, puritic rash, stinging/burning in vulvar/perineal area, vaginal introitis tenderness/redness, vulvovaginitis/vaginitis, blood loss, voiding dysfunction, non-surgical intervention and additional surgical intervention.

Manufacturer narrative:
Tracking number: (B)(4). Exemption number: 2013003. Covidien is submitting this report on behalf of c.r. Bard, inc., (importer). F2: (B)(4). F5: +1(800)526-4455 bard's tracking number: (B)(4).